Manufacturer narrative:
The device was evaluated by the customer with assistance from a philips remote service engineer (rse). An evaluation was completed and the rse was unable to replicate the alleged failure and recommended bench repair. Philips is unable to rule out that a malfunction did not occur. As the bench repair evaluation was cancelled by the customer and could not be completed, a cause for the failure could not be determined. The available information from this report does not support that this malfunction represents a systemic, design, or labeling problem. No further investigation or action is warranted.

Event description:
It was reported to philips that the ECG waveforms are hard to see. The alleged failure was observed while the device was in use on a patient, however, no adverse patient impact was reported by the customer.